Event description:
It was reported that a merlin.net transmission showed ventricular noise indicative of myopotential oversensing. A subsequent merlin.net transmission showed functional loss of capture with biventricular pacing. The patient was brought in for testing and the thresholds were in normal range and had not fluctuated. The patient was asymptomatic. The recommended programming changes were made resolving the issue.